Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving a lower sensor scan result of 88 mg/dl compared to a reading of 363 mg/dl obtained on a built-in adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 3 days. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as blurry vision and self-treated by administering 11 units of novorapid insulin. There was no report of death or permanent injury associated with this event.